Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi multiple failures on syringe. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. - replace housing assembly. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device is having multiple failure on the syringe. The biomed is reporting high frequency of failures for plunger force and pressure disc failures sometimes on the floor. The plunger failures are usually on the high side and the pressure discs repair is just reseating the internal cable. The tech recommends replacing the housing assembly. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device is having multiple failure on the syringe. The biomed is reporting high frequency of failures for plunger force and pressure disc failures sometimes on the floor. The plunger failures are usually on the high side and the pressure discs repair is just reseating the internal cable. The tech recommends replacing the housing assembly. There was no patient involvement.